Event description:
Follow up information received on 23 oct 2023 to clarify that the peg-j system was placed on (B)(6) 2023 and the peritonitis was diagnosed on (B)(6) 2023. No other information added.

Event description:
On an unknown date in (B)(6) 2023, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient presented to the emergency room because the probe had moved, the clamps were loose, the patient was in lot of pain and had a fever. Intestinal juice had leaked into the abdominal cavity and piptazo (piperacillin/tazobactam) was started. On (B)(6) 2023, the patient was admitted to the hospital due to peritonitis.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of peritonitis. Peritonitis is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.